Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (7000mcg/ml at 756mcg/day) and bupivacaine (31mg/ml at 3.3mg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced pain at the pocket site and return of pain. Environmental, external, patient factors that may have led or contributed to the issue was noted as "none". However, the patient had several stomach abdominal surgeries, various scars and issues in and around the pump area. The patient had a pocket revision, scar revision, and the location of pump was moved, ensuring suture loops weren¿t interfering with the catheter flow. The patient had a revision of the pump site and replacement of the pump on (B)(6) 2024 and the pump was discarded. The pump was switched out pump as the doctor felt the pump could not be pushing out drug at the same velocity, as no catheter issue reported or diagnosed. The issue was resolved at the time of this report and the patient's status was "alive- no injury".  The patient's medical history was asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the company representative (rep) indicated that since the pump was over the halfway point of the pump¿s longevity, the healthcare provider (hcp) thought the pump might not be pumping at the same velocity.